Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation that was provided to intuitive surgical does not contain any report of a malfunction of a da vinci system, instrument or accessory. Intuitive surgical has made an attempt to contact the site to obtain further clinical information; however, as of date of this report no response has been received. Review of the site's system logs for the reported procedure date of (B)(6) 2012 found no system errors were generated that would have caused or contributed to the post-surgical complications after undergoing a da vinci si procedure. This complaint is being reported due to the following conclusion: the patient experienced post-operative complications after undergoing a da vinci si hysterectomy with bilateral salpingo-oophorectomy (bso) procedure.

Event description:
As part of a legal mediation effort, on (B)(4) 2013, intuitive surgical received information, including an encounter report and an operative report of a patient who underwent a da vinci si hysterectomy with bilateral salpingo-oophorectomy (bso) procedure on (B)(6) 2012. This legal allegation indicates that the patient suffered post-operative complications due to the da vinci si system. The encounter report indicates that there were no complications during the surgical procedure. The operative report states that there were no complications during this surgical procedure. There is no information relating to a da vinci surgical system, accessory or instrument malfunction. On (B)(6) 2012, the patient was re-admitted with complaints of low back pain and lower abdominal pain. CT scan of abdomen/ pelvis showed moderate to severe left -sided hydronephrosis with no evidence of any obstructing stone or mass. On (B)(6) 2012 interventional radiology placed a percutaneous left side ureteral stent was placed for moderate hydronephrosis. The stent was removed in 2-13 after resolution of the obstruction. According to post-operative follow up notes, dated (B)(6) , the patient was recovering well with no pelvic pain and no major complaints. No further clinical information has been provided.